Event description:
It was observed that during the device evaluation, the colonovideoscope had non-functioning lighting. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the lighting was not functioning cause due to bending of light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.